Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial-mate adapters leaked. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on july 13, 2022 - july 19, 2022 h10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. By the nature of the sample, no additional tests were performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.